Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for ''introduce and navigate system through sheath - liner punctured'' and ''introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through sheath'' were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure with a 26mm sapien 3 ultra valve, there was high push force through the 14f esheath plus and the valve broke through sheath at transition point of sheath (just distal to non-expandable portion of sheath).'' Per review of additional complaint activities, it was reported that ''the protrusion outside of the sheath all occurred outside of the patient body.'' Per imagery review, the flex shaft of the associated delivery system was kinked and the associated valve exited through the sheath liner. Per the training manual, ''insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion.'' With the liner of the sheath not fully inserted, this may lead to an unstable sheath outside of the vessel and cause non-coaxial advancement of the delivery system. Non-coaxial advancement may cause resistance and it may also cause the valve to catch on to the liner and tear it, as reported and observed in the provided image. Excessive manipulation may further contribute to the valve catching on to the sheath if it was used to overcome the resistance. As such, available information suggests that procedural factors (non-coaxial advancement, valve caught on liner, liner not fully inserted, excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was not returned for evalaution.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve, there was high push force through the 14f esheath plus and the valve broke through sheath at transition point of sheath (just distal to non-expandable portion of sheath). There was no vascular injury noted. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. The indication for the procedure was aortic stenosis. The sheath was pulled back as the valve exited the sheath and did not cause any vascular damage. There was no difficulty removing the first sheath and valve, and the valve was properly crimped. Resistance was felt at the transition from the partially expandable portion to the shaft. A photo of the sheath before it was removed completely from the patient was provided for review, along with imagery. Per engineering review of photo provided the sheath liner was punctured and a valve strut was bent. Per the fcs, the delivery system and valve exited through the liner outside the sheath while advancing, but the fcs didn't think the system actually got to the vessel as the partially expandable part of the sheath was not in the vessel. There was resistance (possibly because the sheath was kinked at the junction between the partially expandable and expandable part of the sheath), and the sheath came out further when the valve broke through. There was no vessel damage, and no blood products were given.